Event description:
It was reported that the device had dislodged and the patient experienced pain in the subpectoral device pocket. The device was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.